Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was given sugar to treat. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. The customer had not eaten. Troubleshooting was not completed. The customer also had battery out limit alerts. The insulin pump will not be returned for analysis.